Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
This event involved a patient who experienced connection this patient experienced a low charge capacity and run time with one of his/her batteries six months after implant. The battery was replaced and there was no reported patient injury. The product was returned to heartware for further analysis. The product was returned to heartware for further analysis.